Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts and difficulty inserting cartridges that did not seat fully, along with a restart alert displaying code 38 indicating a motor stall; the user also noted the piston appeared not to rewind fully despite no visible obstruction. Symptoms included alerts and interrupted insulin delivery without reported hypoglycemia or hyperglycemia; the user¿s blood glucose was reported as 115 mg/dl. Outcomes included interruption of therapy and the user transitioning to backup therapy. Investigation included remote troubleshooting, review of device performance based on user reports, and issuance of a replacement device with instructions to shut down the affected unit and sync data before return. Investigation of this case revealed a suspected stalled motor associated with the pump drive mechanism consistent with a motor or piston rewind malfunction and recurrent occlusion indications. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor drive system.